Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: vertebral fracture it was reported on (B)(6) 2016, intra-op during balloon kyphoplasty at l3, the balloon was pierced. The rupture occurred during inflation. The product came in contact with the patient. Patient complications were reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.